Manufacturer narrative:
The repeat results (na = 134 mmol/l) and (cl = 97 mmol/l) were deemed correct. The field service engineer could not find a cause. He removed and cleaned the ise electrode housing. No leaks were detected. The field service engineer primed the system and performed ise checks and precision testing with acceptable results. The customer ran quality controls; all results were within the customer's expected range. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for "about 60" patient samples tested with ise indirect na and cl for gen.2 on a cobas 6000 c (501) module. The patient samples were repeated as a doctor complained about the "too high" initial results. According to the reporter, the initial results had a na value in the "150s" and repeated with values in the "130s" the following day. The following example for one patient sample was provided by the customer: the sample initially resulted in a na value of 156 mmol/l and repeated as 134 mmol/l the following day. The sample initially resulted in a cl value of 115 mmol/l and repeated as 97 mmol/l the following day. The initial questionable results were reported outside of the laboratory. The na and cl electrode lot numbers and expiration dates were requested but not provided.